Event description:
The patient presented to surgery due to high impedance (~8000 ohms). Prior to surgery, the device was checked and showed ok impedance several times. Then when the patient was moving his body, it tested high impedance. During the surgery, lead pin was re-inserted and impedance was ok. No devices were replaced. Based on the available information it is possible that there could be a positional fracture in the lead. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.